Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. The share log was downloaded, and it passed. The allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).